Manufacturer narrative:
Insulin pump was received with missing segments/partial display due to cracked and bleeding on lcd glass. Unable to verify battery power loss alarm due to missing segments/partial display. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and keypad anomaly. The customer¿s blood glucose level was unknown at the time of the incident. The customer also reported that the insulin pump alarmed power loss and button was unresponsive. The customer was unable to clear alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.